Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was achieved using a proglide device after superficial femoral artery atherectomy and below the knee angioplasty using a 6f sheath. Reportedly, after suture placement there was difficulty parking the foot. The foot was parked and the device was removed. Hemostasis was achieved using the suture of the proglide device. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The initial procedure that preceeded arteriotomy closure was atherectomy of the left superficial femoral artery and angioplasty below the left knee.

Manufacturer narrative:
(B)(4). Evaluation summary: returned device analysis did not confirm the reported difficulty parking the foot. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar foot retraction incidents reported for this lot. Based on the investigation, there is no indication of a product quality deficiency.